Event description:
The alarm speaker on the baxter spectrum iq [3570009] infusion pumps are coming loose from the back cover. This decreases the audible alarm to where it is difficult for clinical staff to hear the alarms and potentially could impact patient care. On this model, baxter has used 3-4 dots of hot glue to hold the speaker in place. Since this issue has been identified, we have identified over 30 devices impacted and know there are more where our staff has corrected and/or not reported the issue to the manager/engineer. We have communicated our findings to baxter who is currently looking into the issue. Reference reports: mw5171645, mw5171646, mw5171647, mw5171648, mw5171649, mw5171650, mw5171651, mw5171652, mw5171653, mw5171654, mw5171656, mw5171657, mw5171658, mw5171659, mw5171660, mw5171661, mw5171662, mw5171663, mw5171664, mw5171665.